Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient information center ix indicating that the monitor is displaying a heart rate much higher than the patient's actual heart rate on patient in 4w, bed 105. The device was in use on a patient at time of event, there was no adverse event reported.